Event description:
An electrocautery cord ignited, popped, and completely disintegrated from the joint close to the machine when started to activate. Removed from field. Clinical engineering tested esu control#70534, manufacturer conmed, model# 608005001, and was not able to find any damage to the esu. The hf cable used with this esu and found damaged is manufactured by olympus endoscopy, a0393, lot#413-184. It seems that the cable was damaged due to a short resulted from either stress or stretching on the cable, and age. Olympus recommends checking this cable prior to each use and not to use it after one year of use. Clinical engineering informed surgery centers in the system regarding findings. Esu may return to use. Additional information from vendor: the cautery cord in the gyn olympus set doesn't have a life expiration. It is considered a reusable cord. Unlike the cautery cord in our 3 evp sets, which only have a life of 50 uses. Additional information from clinical engineering: investigation indicated that stress on the cable or stretching is likely to have caused the cable damage and to short out, no damage resulted to the esu that was used with this cable. Olympus the manufacturer has specific instruction in the attached for inspection and testing for this cable.